Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the procedure, an attempt was made to use one resolute onyx rx coronary dug eluting stent to treat a lesion in the proximal lcx. Calcification was moderate to high. Stenosis was 85%. Tortuosity was mild. The device was inspected before use with no issues noted. No difficulties were noted when removing the protective sheath. The stent was inspected post removal of the protective sheath with no issues noted. The lesion was pre-dilated. The inflation device remained on neutral pressure during delivery of the device. The device passed through a previously deployed stent or cell of a stent. Resistance was noted advancing the device to the lesion. Excessive force was not used. It was reported that the stent dislodged from the shaft in the artery during positioning of the stent, bringing it back from distal. The stent was crushed against the wall of the artery. No patient injury was reported. Patient did well during and post procedure.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.